Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "deflation on one side."

Event description:
Healthcare professional reported unknown side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve side assessed as cracked valve seat diaphragm valve. Additional observations: crease flat is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.